Event description:
It was reported to philips that the heartstart mrx defibrillator was unable to read a patient's rhythm and there was intermittent functionality of the ECG. There was no negative patient impact.